Event description:
It was reported that the patient was experiencing inadequate stimulation. Implant pain was also noted. The patient underwent spinal cord stimulation (scs) lead revision procedure, wherein the lead was moved back up. Nothing was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7020672. UDI: (B)(4).